Manufacturer narrative:
UDI : (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. The possible root cause for the broken issue could be due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, also silicone has a low cut/tear resistance.

Event description:
A facility reported a broken certas valve at the bit that connects the magnet part and the siphongaurd part. It appeared normal when flat, however if any slight bend to it this part splits open therefore allowing the csf to come out at this point. It happened during implantation and the event led to 30 minutes surgical delay.